Event description:
It was reported to manufacturer that the physician was experiencing problems with the programming system and that the screen would freeze following successful interrogation of vns patient's devices. Additionally, the physician stated that he would have to hold together the programming wand serial adapter cable to the hand held connection in order to use the device. The physician stated that the connection from the cord to the hand held was loose. The loose connection would cause communication error messages at times. A new programming system was sent to the physician to replace the non-working device. Good faith attempts to obtain the non-working device for analysis have been made, but have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to death or serious injury.